Event description:
It was reported that the patient had been hospitalized with diabetic ketoacidosis (DKA). The patient's blood glucose levels reached over 500 mg/dL while wearing the Pod between 1 and 4 hours on the abdomen. It was reported that the patient's continuous glucose monitor (CGM) was displaying inaccurate glucose readings. Symptoms reported include abdominal pain. Treatment information and hospitalization dates were not provided. The Pod was removed at the hospital and discarded. Additional information is currently being requested.

Manufacturer narrative:
According to the complainant the device will not be available for investigation because it was discarded. We are unable to determine if any product condition could have contributed to the reported event. Lot Release records were reviewed and the product lot met all acceptance criteria. Locked Down Smartphone: LOCKDOWN:Omnipod Software App Version: 3.1.6,Operating System: N5004L-AM-Q-MV01602-06-01.06,Hardware: N5004L,CGM Sensor Type: G7.Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our Cloud based on the reported date of event.